Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer would not boot up. The programmer powers up consistently with no issues. However, multiple sensor errors were found in the error log. It was also determined at analysis that the overlay and bezel are out of specification electrical. The overlay was intermittent in some areas. The eject button on pcmcia card slot was broken. The hard drive was reconfigured, reloaded and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up. The programmer has returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.